Event description:
According to the sales rep, the distal end tip of the wand is enclosed in ceramic housing that's behind a sliver metal band. The metal looks like it got hot and burned and became black.

Manufacturer narrative:
Original device has not been returned to MFR. Additional info will be provided once investigation has been completed.